Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, it was reported by an arthrex employee via (B)(4) that a qty. 2 of ar-2384 quad tendon stripper-cutters did not work upon the second use of the device. This was discovered during a procedure with no patient harm.